Event description:
Pt was implanted with surgical mesh in (B)(6) 2004. In (B)(6) 2011, he began experiencing severe pain in his inguinal region, testicles, painful urination, painful ejaculation, painful bowel movement and painful ambulation. He can not perform any kind of activity and is now disabled. He has had cryoablation procedure done around the inguinal area and is presently on lots of pain medications. He has not been able to find a surgeon who is willing to explant the device.